Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information has been requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "periprosthetic fracture".